Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic valve, the valve dove ventricularly to a depth of nearly 12 mm due to an apparent size mismatch and the forward force caused by the expanding stent frame causing the stent to migrate as it was opened toward the ventricular aspect. Severe paravalvular leak (pvl) and central leak were detected. It was attempted to pull the valve back into a more optimal position but the valve dislodged and ended up at -1 mm on both sides of the annulus. Severe pvl and central leak were still present. It was then decided to remove the valve from the patient. The valve was easily pulled back into the descending thoracic aorta, but despite vigorous attempts to draw it into the introducer sheath in the abdominal aorta, the device would not collapse completely and enter the sheath. Due to the tension on the delivery catheter system (dcs), the nose cone detached and the valve positioned itself in the distal abdominal aorta. An attempt was made to snare the nose cone and the valve, but was unsuccessful. The decision was made to implant a second valve via the subclavian access and once it was deployed, the first valve would be surgically extracted. Following the successful the implant of this transcatheter bioprosthetic valve, the patient became severely hypotensive, developed ventricular fibrillation, cardiogenic shock and arrested. The patient was placed on bypass, however, died before the valves could be extracted. Both valves remain in the patient.

Manufacturer narrative:
This report is in regards to the second implanted valve (indicated as "this transcatheter bioprosthetic valve"). Separate reports will be filed for the other devices mentioned. The device remains implanted, therefore, no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).